Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative found the internal optics to be broken, and replaced the illuminator module to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming illuminator module. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console presented with dim light from multiple ports. Procedure details and patient impact have not been provided. Additional information has been requested.

Manufacturer narrative:
The illuminator module was received, and a visual assessment of the returned sample revealed no obvious nonconformity. The sample testing of the returned illuminator module was performed. The illuminator module did not meet the required minimum lumen output. The reported event was replicated, and the root cause was found to be the nonconforming illuminator controller printed circuit board. The root cause of the reported event is attributed to nonconforming illuminator controller printed circuit board (pcb). The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).